Manufacturer narrative:
Unit passed displacement test, active current measurement and selftest. Multiple unexpected low battery alarms noted in the pump trace download and unit received with high sleep current measurement due to moisture damage on electronic board stack. Unable to verify charge/battery lasts less than expected anomaly due to no battery received with unit. Corroded battery tube. Corroded force sensor assembly and moisture damage on motor assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.